Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the communication bus. A field service engineer (fse) determined that the retractor band needed to be replaced to resolve the issue of drawer 4.1 not being detected on the bus. The fse found that all cubies in drawer 4.1 were not detected on the bus. Upon inspecting the back panel, the fse observed that all lights were normal. The fse then turned off the machine and replaced the retractor band for drawer 4.1 to resolve the issue. After turning the machine back on, no failures occurred. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, section g manufacturing location the report condition of drawer would not open and was not detected on the bus, was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4) the fse reported that the customer required a replacement of the retractor band for drawer 4.1 due to a failure where the drawer was not being detected on the bus. The fse found that none of the cubies were being detected. After checking the rear panel, the fse observed that all lights were normal, so the fse powered off the machine and replaced the retractor band. When the fse powered the machine back on, no faults were observed. The fse, together with the customer, verified the functionality of the storage space and added more cubies to the drawer. During dchu visual inspection: p/n 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 353844-01: testing from dchu was not necessarily due to the thermal damage observed on copper strands of the "assy retractor dwr hh cubie" during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open and not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.